Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor stopping, and no flow was confirmed via the log file. The centrimag motor (serial #:(B)(6)) was returned for analysis and a log file was downloaded from the returned and associated 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 4 days (25jun2021 ¿ 26jun2021, 28jun2021, 08jul2021 per time stamp). The console was operating a motor at a speed of ~4100 rpm with a flow of ~5.1 lpm. On (B)(6) 2021 at 12:55:15, a ¿flow sensor disconnected: f1¿ alarm activated causing the flow to drop to 0 lpm. The motor speed remained at ~4100 rpm before being increased to ~4200 rpm at 12:55:34. The minimum flow was adjusted from 2 lpm to 0 lpm at 12:56:00. The flow continued to remain at 0 lpm. At 12:58:37, a ¿can bus send error¿ due to a ¿st_i2c_com_failed¿ stack trace error was triggered. At the same time, a ¿motor disconnected: m2¿ alarm activated causing the motor speed to drop to 0 rpm. A ¿system alert: s3¿ alarm activated at 12:58:39. All alarms were able to be muted, but not cleared. The console was powered down at 13:01:30. There were no other notable alarms active in the log file. The centrimag motor was returned for analysis and was functionally tested. The reported event was unable to be duplicated or verified. The motor was tested with the returned and associated 2nd generation primary console and a mock loop, as well as with test equipment. The motor was run for extended periods of time and never stopped and there was no loss of flow. The motor always performed as intended. A full functional checkout was performed, and the unit passed all tests. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 3003306248-2021-02995. It was reported that the pump was in use for extracorporeal membrane oxygenation support and lost flow. It was noted that the pump motor had stopped and the pump and console were changed successfully. There were no adverse consequences to the patient. The original console in use was powered off and the alarm log could not be accessed.